Event description:
It was reported that during a low anterior resection, the surgeon fired the device then removed it and inspected the resulting "donuts." There were two complete rings with staples on the posterior aspect but not on the anterior. The surgeon then hand-sewed the opening in the anterior anastomosis. There was no patient consequence.